Event description:
It was reported the siderail will not latch. No adverse consequences reported.

Manufacturer narrative:
The user facility ordered replacement components and to repair the stretcher.